Event description:
Pt's family member reported the pump set caused an overdelivery. 500 milliliters of an enteral feeding solution were delivered in 30 minutes. There was no illness, injury or medical intervention resulting from the event. Following the event, the pt vomited. One pt involved.